Event description:
It was reported that the device had overheat issue during use. No patient impact. Additional information received, the device got heated in less than a minute and the device got heated during use when power was turned on and was connected to the handpiece to the console, stepped on the pedal.

Manufacturer narrative:
Product analysis: it is found that motor doesn't turn and motor shorted so can not do the temperature test. If information is provided in the future, a supplemental report will be issued.